Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received virtual watch dog alarm. Customer also reported about having issues with failed battery test. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting where self test was performed and it passed but later customer again received virtual watch dog alarm battery out limit. Insulin pump will not be returned for analysis.